Event description:
It was reported that the intraocular lens (iol) came out from the broken cartridge tip during implantation into patient's operative eye. There was no patient injury and the lens remains implanted without any problem. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ asked but not available. Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. Phone: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have some of the information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept empty and the justification for that should have been captured to the section "h10" of the initial MDR report. In review, it was also noted that the patient's race and ethnicity were inadvertently not entered in the section "a5" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino, section a5: race: asian, section g4: this report is being filed on an international device; technics enhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis enhance iol model dib00 which is distributed in the unites states under PMA p980040. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes . Section d9: returned to manufacturer on: may 6, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: the complaint simplicity handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of it's cartridge and overridden by the plunger rod. Further inspection revealed that the cartridge tip and cartridge had been cracked with the lens partially out of the crack. The iol could also be seen torn inside of the cartridge, suggesting an excessive amount of force was applied to the plunger rod. The handpiece was disassembled and the assembly was inspected; no assembly issues could be identified. The complaint issue "cartridge tip cracked/damaged" was observed during product evaluation; however, this issue could not be confirmed as related to manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.